Event description:
It was reported that the patient with this pacemaker presented to the emergency room (ER) with a heart rate in the 20s. The patient data was reviewed and found potential intermittent capture on the right ventricular (rv) lead and far field oversensing. In the follow up the brady pacing was turned and a new device was implanted on the other side for the patient. Subsequently, the patient exhibited a hematoma due to the new device and a needed to be explanted. The original pacemaker system was explanted and another manufacturer's device was placed as replacement. No additional adverse patient effects were reported.